Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
While on the phone with customer support, the consumer experienced a hypoglycemic event requiring emergent food intervention and emergency medical intervention. This is being reported as an adverse event under the FDA medwatch regulations. The meter and test strips in question will not be returned for eval.